Event description:
The user facility is seeing varying differences in the suspect device inr results for pts compared to the lab inr. The site has not used controls since 2003. Examples provided were pt inr result of 3.6 and 3.7 versus lab inr values around 2.7 or 2.8. The exact lab values were not provided. The device was replaced and requested to be returned for evaluation.